Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7078686/7078779.

Event description:
It was reported that the patient developed an infection at the ipg site. Symptoms of redness and drainage at the battery site were noted. The physician believed that the infection was not device related and the caused was due to poor hygiene. The patient was placed on antibiotics. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.